Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
T was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The catheter was clogging due to thrombus. There was no error code, after 3 hours after using the catheter, after pulmonary vein isolation (pvi) and superior vena cava (svc) treatment, when gap map was created, the pentaray was removed from the patient¿s body, when it was going to be inserted into the patient¿s body again, it was pointed out that the heparin saline was not flowing to the pentaray. The pressure bag, etc. Were checked but flush could not be performed, and it was considered to be clogging due to thrombus. The procedure was completed without patient's consequence. The char /coagulum/thrombus/clot located on the irrigation lumen exit. No error message was observed. This catheter is pentaray, so temperature issue was not observed. The catheter was removed from the patient's body once and flushed before re-insertion, but heparinized saline did not flow, and irrigation issue was noted. This catheter in this complaint is a pentaray, not an ablation catheter so no noted temperature, impedance, generator, or pump information provided. No neurological symptoms have occurred in the patient after the procedure was completed. Occlusion/ no irrigation is not MDR-reportable. Thrombus/ clot is MDR-reportable.

Manufacturer narrative:
On 12-jul-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The catheter was clogging due to thrombus. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray nav eco. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area, near electrode 22. No other damage was observed that might contributed to the occlusion of the catheter. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device number 30715485l, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 22-may-2022, bwi received additional information indicating that the patient was anticoagulated. Anticoagulant heparin was used for the first time 5000 u, and 1000 u was added as needed. Activated clotting time (act) was kept between 320 sec and 350 sec. It was also suggested that the pressure in the pressure bag of heparinized saline may have decreased. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)